Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and cannot be returned and the remaining part was discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by improper bone prep, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that during insertion, the anchor broke a third of the way in. The broken part was retrieved. The doctor felt he had good fixation and all was secure with the partial device. The case was completed with no patient injuries. Follow-up: the surgeon tested the tension on the knee and felt the fixation was good. No other implants were inserted. There has been no further issues reported related to this issue. Patient is doing fine to date.